Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos was replaced and the software was installed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not load the program. No pt injury was reported.